Manufacturer narrative:
An event regarding cup loosening involving a primary tritanium hemi cluster hole cup 50mm was reported. The event was not confirmed. Device evaluation not performed as no items were received. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and/or device were provided. No further investigation for this event is possible at this time.

Event description:
Stem stayed. Head replaced. Cup and poly removed due to loosening and replaced with competitive company right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned.

Event description:
Stem stayed. Head replaced. Cup and poly removed due to loosening and replaced with competitive company right hip.